Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# 16-116056 rnglc+ ltd hole shell sz56 lot# 853290; item# xl-105894 arcomxl rlc 10deg 36mm sz24 lot# 804240; item# 11-103207 taperloc por fmrl lat 13.5x147 lot# 280750. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hp arthroplasty approximately 3 years ago. Patient underwent revision 2 years post implantation due to pain, elevated ions, heterotopic ossification, and metallosis. Attempts were made to obtain additional information; however, none is available.